Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. No patient involvement. Use of device issue. Results pending completion of evaluation. Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the pressure drops across the membrane. The user facility primed the circuit and then clamped the lines off to check the pressure on the oxygenator and the pressure kept dropping significantly which they thought it was compromised in the fiber bundle. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 22, 2018. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The visual inspection of the returned unit upon receipt confirmed no anomalies. It was leak tested by connecting to a colored saline circuit with the blood outlet port clamped, an air pressure of 2kg/cm2 was applied to the blood phase from the blood inlet port side. No leaks were observed. The returned unit was then connected to the circuit and pressure drop was measured using saline solution and then using the bovine blood. The pressure drop was measured at each predetermined flow rates, the values were found to be within the manufacturing specifications. The reported event was not able to be replicated; therefore, a definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.